Event description:
The manufacturer received a work order invoice for a dreamstation auto CPAP due to a burning smell. They checked and found the filter was blocked with dust. Issue was rectified and no replacement issued.